Event description:
An implant card was received indicating the patient's lead generator was replaced due to prophylactic reasons and high impedance. No evidence of lead replacement or scheduled has occurred. No other relevant surgical intervention has occurred to date. No other relevant information has been received to date.